Event description:
A customer contacted beckman coulter inc. (Bci) stating that they were having an issue with their 36volt power supply failing. The customer rebooted the system and 36volt power supply failure reoccurred. The customer also smelled a faint electronic heat smell and cts assisted with secondary shutdown. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and replaced the 36v power module and cleaned the power supply drawer.